Manufacturer narrative:
The field service engineer (fse) observed a subtle diluent leak at the y-connector from the white blood cell (wbc) bath to the drain. The fse replaced the connector and all associated tubing and resolved the fluid leak issue. The fse noted the system passed all diagnostics. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published specifications. (B)(4).

Event description:
The customer reported approximately several drops of fluid leaked within the instrument near the white blood cell (wbc) bath and pinch valve vl12 involving the coulter lh 750 hematology analyzer. The customer had on proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. The customer has an exposure control/risk management plan at the facility. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.